Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged to the exposed soft cannula. During fluid path testing, a leak was observed on the unexposed portion of the soft cannula. Further investigation found a hole in the unexposed portion of the soft cannula. Upon manual rotation of the ratchet gear, fluid diverted through the hole. This leak caused fluid to accumulate inside of the device and caused corrosion of the bottom battery and pcb resulting in data loss.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 510 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. No treatment was provided.